Event description:
Procedure: lap gastric bypass. According to the reporter: the stapler was positioned on small bowel for transection, fired in its normal fashion but after completing the firing sequence, the jaws of the stapler would not open. Event resulted in an additional small bowel resection which was required to prevent additional post op complications. Used another device without further consequence. Pt current status reported as recovered. The device is being returned for eval.

Manufacturer narrative:
(B)(4).